Manufacturer narrative:
Correction: section e initial reporter first name, last name, initial reporter phone # and initial reporter e-mail. Concomitant med prod data sn added.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager falling off. The customer reported that this issue caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager falling off. The customer reported that this issue caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager falling off. The field service engineer remounted the smart remote manager housing, as the adhesive was failing. The fse successfully re-mounted it onto the refrigerator without any issues. The refrigerator had been moved back to the pharmacy and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager falling off. The customer reported that this issue caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.